Manufacturer narrative:
In order to conduct a product-related investigation; including review of the batch and its complaint history, the batch number of the concerned product was requested.

Event description:
This case occurred outside of the USA, in romania. According to the information received on (B)(6) 2022, a patient was injected with teosyal rha 4 (unknown batch number) in the cheeks and with teosyal puresense redensity 2 (unknown batch number) in the tear trough on (B)(6) 2021. Approximately 2 months after the injection, on (B)(6) 2021, the patient complained about swelling and oedema on the right tear trough. The symptoms disappeared without any treatment but came back on (B)(6) 2022 and fluctuated up to (B)(6) 2022 on both sides. Despite advice of the injector, the patient refused to take any treatment as corticosteroids. A medical expert was contacted and advised to administrates 1000 to 1500 u.I. Of hyaluronidase at every injection site presenting oedema. Additionally, the medical expert also recommended to prescribe tapering dose of corticosteroid for 6 weeks (1mg/kg for 2-3 weeks, then 0.5mg/kg for 1-2 weeks and 0.25mg/kg for 1-2 weeks). Due to the severity and duration of the symptoms, the case was assessed reportable to the competent authorities. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.